Manufacturer narrative:
Per the investigation, this odor/smells complaint was the result of a non-vacuum system related odor. The failure mode for this event of odor was not related to the use of a less oxidatively stable vacuum pump oil addressed in CAPA. As a result, this complaint is deemed not reportable for odor/smells because there is no serious injury trigger related to the vaporizer/condenser assembly in sterrad® sterilizers. Also, if this malfunction were to reoccur, a serious injury or death is not likely.

Manufacturer narrative:
Ni

Event description:
An international customer reported an event of a "burning smell" (odor) emitting from the sterrad® nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite.this event is being reported as a malfunction report subsequent to a serious injury event dated 3/19/14.